Manufacturer narrative:
H6 results code 213- removed, h6 conclusion code 67- removed.

Event description:
It was reported that the pump touch screen was cracked; but remained functional. Reportedly, the reason for the cracked screen was unknown. In addition, it was reported that upon interaction with the "2" button, the pump experienced a display issue. Customer¿s blood glucose was around 120 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.